Manufacturer narrative:
User alleges they sat on the seat and the welds broke on the seat. No injury is alleged. Past history with similar products indicates that user instability and sudden / improper device loading is the likely cause of this incident. Product has not been returned for evaluation at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The consumer states when she sat down on the rollator, the welds under the seat allegedly broke on both sides. No injury is alleged.